Event description:
Glass therometer tip broke off in infant's rectum. Infant transferred to another facility for sigmoidoscopy to remove thermometer tip. X-ray demonstrates complete removal of pieces.